Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, several episodes of noise leading to aborted shock were observed. All other lead measurements were normal and within-range. Lead failure was suspected. Lead was capped and replaced. Patient's condition was stable.